Event description:
It was reported by repair work order that the customer alleged that the unit had no brakes. Upon inspection of the unit by the service technician, it was identified that the brakes would not engage/hold properly due to a malfunctioned brake adjuster.